Manufacturer narrative:
Additional information: both antibiotic treatment were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with vancomycin injection (1gm once in every three days, ongoing, route not reported) and meropenem injection (500mg, once a day, ongoing, route not reported) for the event. Eight days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.